Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. Corrected information: d1, d4, h4. Additional information: h6. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. The product code should update to be vcp1311h and the lot number should update to be s23050023. After investigation, the patient was a 37-year-old female who underwent episiotomy suture in the (B)(6) hospital of (B)(6) province on (B)(6) 2024. The operator used the suture (vcp1311h) to perform the perineal tissue sewing in a continuous sewing method. The needle broke during the sewing (the specific length of broken end was unknown). The operator immediately gave the patient intraoperative CT examination to assist in finding the broken needle and finding it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the sewing. The subsequent operation went smoothly. The surgery time was prolonged for about half an hour due to this event. The patient was in stable condition currently. No subsequent adverse event report was received. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Please refer to the additional event information mentioned on note(a-12302593), other information requested is unknown.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/9/2024 corrected information: d4 UDI this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/9/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was requested, but unavailable: were there patient consequences? If yes, please specify. What measures were taken to retrieve the broken piece(s)? Was there any additional tissue damage as a result of searching for the needle piece(s)? Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Breakage needle. This case is from health authority. During the suturing process after the mother had a normal delivery, the suture needle broke. Use CT to help locate the broken needle, remove it, and then sutured it again.